Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 350cc saline prosthesis, catalog #3502350, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent mentor smooth round moderate plus profile 350cc saline prostheses. Post procedure left sided deflation was diagnosed by a physician. Additionally, bilateral deformity indicative of asymmetry was noted. As a result, bilateral explant without replacement was performed on (B)(6) 2018. Mentor became aware of the left sided deflation on 12/11/2018. Additional information received on (B)(6) 2018 revealed a right sided issue as well. This report relates to the right implant. See 1645337-2019-07810 for contralateral prosthesis report.

Manufacturer narrative:
The device history record (DHR) for the lot number 6926597 was reviewed on (B)(6) 2019 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).